Event description:
As reported by the user facility: nine reactions over past 5 days on same pt (approx 45 yr old female) -skin around access site turns red, vein red and hard - pt cannot keep catheter in for a full day. Last catheter was inserted in a larger vein, and reaction wasn't as bad. Pt did not have a previous history of reactions to IV catheters, IV access site cleansed with alcohol. Add'l info provided by the facility indicated the female pt is very sensitive and developed a phlebitis type of reaction when using the reported product. The pt recovered and suffered no add'l adverse sequela associated with the incidents. The actual sample was discarded and will not be returned for evaluation. A representative sample of the same lot may be returned for evaluation.

Manufacturer narrative:
The actual device was not returned to the manufacturer to be evaluated and the representative sample has not yet been received. Without the actual sample, a thorough evaluation could not be performed. Incidents of this nature can be caused by a number of factors. No specific conclusion can be drawn. Biocompatibility has been established for all the materials used in the introcan safety products. The master certificate of compliance from b. Braun was reviewed for the lot of product involved in this incident and the product passed the official tests, which include sterility and were found to be within the acceptable quality limits for release. There have been no other reports of this nature against this lot of product. All available info has been provided to the actual manufacturer, b. Braun medical industries.